Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID:  9735762, software version: 1.3.2 h3, h6: no products have been received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the site set the tip of the entry point intraoperatively but when it displayed on the system, it set it 5 cm back from the stylet. As if it was a negative projection. Used multiple stylets and the same result happened. The site was not setup to use negative projection. The look ahead was off. The site proceeded without the entry point. There was no issue with accuracy just this particular setting. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The archive had 1 CT exam, performed trace registration with accuracy of 1.9mm and it had two plans created. Log analysis was in-line with archive analysis with additional information. When the archive was imported locally, plan entry points for plan 1 in the database were found to be user (90.765134, 176.328242, 174.988641) which were matching with the entry point coordinates from log. Entry point of both the plans were found to be ~5cm ahead from the surface of the anatomy in 2d view. There were no inaccuracy issues, and the analyst suspected plans were made with incorrect w.r.t entry points. Two stylets were found to be used in the procedure but logs did not reveal the coordinates of where stylet¿s tip was navigated and if it was deviated from plan¿s entry point or not. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient weight information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.